Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to lead impedance. A new lv lead was successfully placed. No additional adverse patient effects were reported.